Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to a fracture. The lead was capped and remains in the patient. A new endotak lead was implanted.